Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component 50/44 j on the right side on (B)(6) 2008. The pt underwent revision surgery on (B)(6) 2013 due to unk reasons.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the launch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).